Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d9,e1(event site postal code - 3360926,event site state - midori ward),g3,g6,h2,h3,h4,h6(type of investigation,investigation finding,investigation conclusions),h10. A getinge field service engineer evaluated the unit and scroll compressor replaced. Scroll compressor was replaced due to abnormal noise. Various tests and running were conducted after replacement. Equipment in good condition.

Event description:
It was reported while inspecting the operation of the cardiosave intra-aortic balloon pump (iabp) unit had an abnormal noise coming from the scroll compressor. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4,g3,g6,h2,h10,h11. Corrected fields - h6(remove 3331 from type of investigation).

Event description:
N/a.